Event description:
Hcp reported intermittent tremor control with occasional shock sensation. Pt complainted of burning at ipg site with the symptoms beginning 7-8 weeks after implant. Question as to lead breakage versus placement issue on xray. Device explanted and replaced in 2001. The patient is happy with the results and is doing fine now. No more shocks and the tremor control is much better.